Event description:
It was reported that (1) device was used during a mammatome breast biopsy. It was reported by the affiliate that the surgeon was doing a biopsy of a small group of benign appearing microcalcifications. The last sample was taken at the 12 o'clock position then turned to the 6 o'clock position and they withdrew the probe 5mm. The sample aperture was opened and vacuum applied. The clip introducer (older style) was inserted fully into the probe, so it was between the two black marks. The clip was deployed and made a loud click. The surgeon withdrew the inner part of the clip applier so that the black marks were out of the probe and then removed the entire applier. The surgeon looked at the end of the clip applier and noticed the silver piece was missing. They have taken mammograms of the clip and there is no abnormal bleeding, but the silver piece that holds the clip is evident in the breast. The surgeon will await the pathologist report and if the samples are benign, will probably leave the piece in the breast. If the sample is found malignant, then will remove lesion and the clip.